Event description:
Customer reported to beckman coulter, inc. (Bec) that fluid leaked from the coulter hmx analyzer with autoloader (hmx) while they were running 5c cell controls. Customer reported that hmx analyzer gave diluent comparison out of limits error. Customer reported that there was a puddle of diluent behind the analyzer. Customer reported that the leaked fluid was inside the back half of the right side compartment of the hmx analyzer. Customer reported that the volume of the leak was less than 50 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) troubleshot the issue with the customer via the telephone. Customer reported that the leak was from the blue-stripe proprietary pull-apart tubing through the normally closed pinch valve (pv) 49. Cts guided the customer through replacement of the tubing.

Manufacturer narrative:
(B)(4).